Event description:
It was reported there were externalized conductors on the rv lead confirmed via fluoroscopy when the patient presented to the hospital with shortness of breath due to at/af. The lead was explanted and replaced. The patient was discharged.

Manufacturer narrative:
(B)(4). A partial lead with the connector pin measuring 14.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.